Event description:
A hospital in (B)(6) reported that a leak was detected on an rt235 infant dual-heated evaqua breathing circuit. This was noticed prior to use on a pt.

Manufacturer narrative:
(B)(4). The returned rt235 infant dual-heated evaqua breathing circuit was pressure tested to check for leaks. Results: the breathing circuit performed correctly and no leaks were detected. Conclusion: no fault was found with the complaint breathing circuit. All breathing circuits are pressure tested during production and those that fail are rejected. The user instructions that accompany the device state: check all connections are tight before use. Set appropriate ventilator alarms.